Event description:
Customer reported that touchscreen of pump was cracked and shattered, making it unresponsive and illegible. There was no reported adverse impact to customer's blood glucose level. Technical support decided to replace pump as it was under warranty. Customer would use multiple daily injections (mdi) as backup insulin therapy. Technical support confirmed shipping address, provided storage mode instructions, and instructed customer to return problematic pump using a pre-paid label within 10 days, which customer acknowledged.